Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), model pcb00, the trailing haptic was stuck next to the rod in the cartridge. The surgeon had to use a second instrument to pull out the lens haptic from the inserter/cartridge. The lens was intact so the surgeon left the lens implanted into the patient's eye. No further information was provided.